Manufacturer narrative:
H3. Analysis of the controller found a non-conformance. The main board lithium ion battery contacts were broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt (serial: (B)(6)); product type: ; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745 (serial: (B)(6)); product type: 0201-programmer patient medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. 97745 (B)(6) the reason for call was as of friday the pts controller no longer turned on; when the pt was trying to recharge the ins the controller went blank. Pt noted that everything was dead. They took the battery out of the controller and pt noted that it was 147 volts and it should be 3. The pts controller would not turn on or give info for the pt could not charge. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt got memory problem, agent assisted on setting up the date and time. Pt put the battery back into the controller and verified the controller had a green solid light. Pt verified no damage to the rtm or controller charging port. Pt attempted to recharge the ins but the controller would not turn on, pt plugged controller back into the ac power supply and verified the controller turned on, the controller flashed a couple times then went solid. Pt then verified no damage to the controller battery, when examining the controller battery compartment one of the pins was different than the others, one was above while the reset looked normal. The issue was not resolved. An email was sent to the repair department to replace the controller. 2024-mar-12 rpl 420554  rtg0555940 (con): patient called stated they received the controller with aa batteries and trying to recharge the ins and getting software problem. Intellis, 3.6, 245, interface smc. Agent assisted patient with placing lithium battery pack inside the controller and switching the back door on the controller and pair controller to ins, and recharging excellent, controller 40% and ins red. Agent reviewed best practice with recharging the controller and recommend recharging the controller before charging the ins. Agent reopened the case to add controller serial to secure note.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.